Event description:
Customer reported receiving erratic readings on their medisense optium blood glucose meter. Customer reported receiving readings of 410 mg/dl and 89 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The device was returned and the investigation revealed the complaint was not confirmed and no new issues were observed. All results were within the range spec and no errors were observed during control solution testing.